Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8731, serial (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID: 8598a, serial (B)(4), implanted: (B)(6) 2017, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8598a, (B)(4), ubd: 07-aug-2016, (B)(4); product ID: 8731, (B)(4), ubd: 14-apr-2007, (B)(4); product ID: 8598a, (B)(4), ubd: 05-aug-2018, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving an unknown drug of unknown concentration at an unknown dose rate via an implantable pump for spinal pain. It was reported that a discrepancy on the last refill occurred and they wanted to confirm the catheter was patent. The event occurred during normal use. The date of event was unknown. A dye study was indicated. Regarding actions/interventions to resolve the issue, ¿bolus the catheter after removal¿ was noted. It was further reported that the patient may have a replacement, but due to unrelated medical issues they would have to wait. No surgical intervention occurred, and it was unknown if the surgical intervention was planned. It was unknown if the issue was resolved at the time of the report. The patient was without injury regarding their status at the time of the report. Environmental/external/patient factors that may have led or contributed to the issue were unknown. The patient¿s medical history and weight were indicated as having been requested but would not be made available. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative. The date of event regarding the volume discrepancy at the last refill was unknown. It was noted that the expected reservoir volume (erv) and actual reservoir volume (arv) was unknown. It was further noted that they didn¿t even know if this was a true discrepancy in that there may have been a miscommunication with the patient so may not be erv versus arv or what they thought his refill date would be with all personal therapy manager (ptm) activations versus one. The device / catheters involved with the volume discrepancy at the last refill was unknown but were indicated as having been registered. Regarding a dye study performed on (B)(6) 2018, it was noted that they aspirated slowly. The cause of the volume discrepancy was unknown. Regarding the previous report of ¿bolus the catheter after removal¿, it was clarified that they had primed the catheter. Regarding if surgical intervention was planned, it was indicated as being unknown, but they may replace the pump at a later date. It was unknown if the issue regarding the volume discrepancy was resolved ¿since they are confused¿, and they will watch the next refill. The device remained implanted.